Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained rv oversensing. The noise could not be reproduced in clinic and the lead remains implanted. The patient was in stable condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.